Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. A review of the device history record was performed and revealed no related issues to this complaint. The july 2007 rf probes product family trending chart was reviewed and the product family is not at or above the complaint alert limit and does not show an unfavorable trend. A lot history search was performed and found no other complaints against this lot.

Event description:
It was reported to boston scientific corp that in 2007, a patient had radio frequency ablation therapy for a cerotic lever. The procedure was performed percutaneously with the algorithm followed and recommended settings used. The highest achieved power was 200 watts. During the procedure, a burning smell was noted by the staff and the device was withdrawn. A 1.5cm circular area of blanching and serous fluid was observed at the puncture site. The extent of the burn was unknown. The procedure was discontinued and the ablation not completed. Pressure was applied to the puncture site and a sterile dressing was placed on the wound. Follow-up with the complainant indicates that the patient remains in good condition.